Event description:
Additional info rec'd from the surgeon stated that the pt's visual acuity (va) before surgery was 20/50 and at three months post operative was 20/20. Va at two years post operative was 20/30 and va at three years post operative is 20/25 with pinhole va of 20/20.